Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0z2vq, implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead. Product ID: 3387s-40, lot# va0ynz4, implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead. See manufacturer¿s reports # 3007566237-2017-00132 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the chest incision, leads, connectors, and burr holes were infected with coagulase negative staphylococcus. It was noted that ins was removed on (B)(6)2017 and the 4 leads removed on (B)(6) 2017. The hcp reported that it was unknown where the explant product(s) were. The patient¿s infection was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: the main component and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial (B)(4), product type: extension. Product ID: 3387s-40, lot# va0z2vq, product type: lead. Product ID: 3387s-40, lot# va0ynz4, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the caller was told the whole system was infected and the area of infection was the ins, lead, and extension. The caller does not recall what strain it was, but might have been staph. Caller said the ins pocket site became horribly infected. It was also reported the ins pocket site became horribly swollen. Interventions taken included taking both IV/oral ab. There was a total system explant in (B)(6) 2017. No further complications were reported or anticipated with this event.